Event description:
It was reported that this right atrial (ra) lead has exhibited irregular, out of rance, pacing impedance measurements spikes that are likely related to a spring contact issue between the ra lead and the device header. At this point, the plan is to continue to monitor the patient for any complications. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).